Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was unable to set their system to MRI mode. Diagnostics revealed that several contacts had low impedances. In turn, surgical intervention may be pending to address this issue by replacing the ipg at a later date.

Manufacturer narrative:
Method, results, and conclusion codes were inadvertently left out of the initial report and have been added. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.